Manufacturer narrative:
The getinge field service engineer(fse) was able to confirm that when the iabp was plugged in, the batteries would not charge and both batteries were completely drained. After inspection, the fse found that the IV pole was in the incorrect position, and also found streak marks of saline on the hospital cart. After further inspection it was found that there was also saline internally as it damaged the power management board. So, the fse replaced the power management board (0670-00-1162) and IV pole (0436-00-0274). After installation of those parts the fse ensured that both batteries began to charge. The fse then performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. The unit was returned to the customer.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) will not charge batteries. There was no injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.